Manufacturer narrative:
It was noted by the hospital that the patient had a pre-existing lip piercing at the site of the injury. The anchorfast was placed over the lip piercing which contained a "gauge". The patient was on large doses of corticosteroids and it is unknown if shuttling of the device was performed as required by the instructions for use. Education and inservicing have been scheduled by the hospital.

Event description:
It was reported that an anchorfast endotracheal tube holder was placed on the patient on (B)(6) 2018. On (B)(6) 2018 the attending rn noted a wound had started. The anchorfast remained in place for an additional 4 days prior to removal. When the device was removed, a full thickness injury with the patient's teeth showing through the lip was incorrectly reported. In follow up, the hospital stated that the patient had a pre-existing lip piercing which was large enough to hold a lip disc or lip plate. At the time of application of the anchorfast, a "gauge" was present in the piercing and the anchorfast was placed over it. The "gauge" was later removed prior to an MRI but the anchorfast was left in place. Upon removal of the anchorfast, the piecing was incorrectly assessed as a full thickness injury; however the margins of the piercing were noted to be excoriated and irritated. Treatment consisted of topical wound care products.